Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2005.

Event description:
It was reported that post pace t-wave oversensing (twos) was exhibited on the right ventricle (rv) channel. Reprogramming was performed, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.